Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the needle had pulled out of the hub with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2019, received a report from the purchasing center that the nurse was using a 20ml syringe product founded the needle pulled out of hub and could not be used normally.

Manufacturer narrative:
Investigation: bd has been provided with a photo and a sample for catalog 301948 lot 1811239 to investigate for this record. Visual examination of the photo and sample revealed that there was no cannula fixed in the hub of the needle. As a result, bd was able to verify the reported issue. Bd can conclude this issue happens during the cannula assembly process possibly because of some viscosity variation in the epoxy. This resulted in some inappropriate epoxy dosage by an incorrect fixing position to the needle. This is a very unusual circumstance because the needles are 100% inspected for presence of epoxy in the manufacturing process. After discussing with our manufacturing technicians, bd believes that the reported sample was not rejected as expected because of the presence of epoxy on the hub what was not considered as missing epoxy by the camera system. DHR showed no indication of the alleged defect.

Event description:
It was reported that prior to use it was discovered that the needle had pulled out of the hub with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2019, received a report from the purchasing center that the nurse was using a 20ml syringe product founded the needle pulled out of hub and could not be used normally.